Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding(general) in an adult female patient who had essure (batch no. 871977) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. Patient underwent essure confirmation test. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital hemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal hemorrhage ("abnormal bleeding (vaginal). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (endometria ablation ,fractional dilation and currettage). Essure treatment was not changed. At the time of the report, the genital hemorrhage, dysmenorrhoea, pelvic pain, menorrhagia and vaginal hemorrhage outcome was unknown. The reporter considered dysmenorrhoea, genital hemorrhage, menorrhagia, pelvic pain and vaginal hemorrhage to be related to essure. The reporter commented: 3 trailing coils at both sides. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2012: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: pfs received- new events abnormal bleeding (vaginal, menorrhagia) and lab data were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure (batch no. 871977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and anxiety. Patient underwent essure confirmation test. Concomitant products included bupropion hydrochloride (wellbatrin) from (B)(6) 2016 to (B)(6) 2018, buspirone from (B)(6) 2016 to (B)(6) 2018, meloxicam from 2016 to 2018 and tramadol from 2016 to 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). The patient was treated with surgery (endometria ablation ,fractional dilation and currettage). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, pelvic pain, menorrhagia, vaginal haemorrhage and migraine outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 3 trailing coils at both sides. Discribancy in device removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pfs received: history added. Height added. Reporter information added. New events migraines. Lab test updated. Concomitant drug added. Rcc updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure (batch no. 871977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. Patient underwent essure confirmation test. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). The patient was treated with surgery (endometria ablation ,fractional dilation and currettage). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: 3 trailing coils at both sides . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 871977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. Patient underwent essure confirmation test. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). The patient was treated with surgery (endometria ablation, fractional dilation and curettage). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: 3 trailing coils at both sides. Most recent follow-up information incorporated above includes: on 07-apr-2020: pfs and mr received: previously reported event "injury to herself" updated to "dysmenorrhea (cramping)", events - "pelvic pain, abnormal bleeding(general)", reporter, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.